Event description:
A malfunction alarm labeled malf 12 was reported, but no notable events occurred prior to the issue. The impact on the customer's blood glucose level was not determined as the customer declined to answer whether levels exceeded 500 mg/dl. Technical support provided information on resetting the pump, assisted the customer with the reset, and confirmed the malfunction code did not recur afterward. The customer was advised to continue using the pump and instructed to call back if the issue reappeared, and they acknowledged understanding this guidance.